Event description:
All glucometers "went down" for approximately 7 hours one night (possibly due to leap year).

Event description:
All glucometers "went down" for approximately 7 hours one night (possibly due to leap year).